Event description:
It was reported that during a da vinci-assisted malignant hysterectomy, other gynecology, salpingo-oophorectomy, lymphadenectomy, and isolated lysis of adhesions surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that they encountered an issue with arm 1 drifting during their second case. The arm was docked with a prograsp forceps instrument holding the omentum, but the arm and instrument began drifting, causing the omentum to be released and the instrument to drift out of the body without injuring the patient. The system logs showed error 100 on arm 2 and two instances of error 100 on arm 1 indicating the set up joint (suj) moved without being clutched. The customer reported that the scrub technicians were on the opposite side of the bed when the drifting occurred. The customer proceeded with the case but requested a field service engineer (fse) to check the system. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the issue, however the fse replaced the distal set up joint (suj) on arm 1 and 2. The system was tested and verified as ready for use. As of the date of this report, the distal sujs has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Manufacturer narrative:
Correction to h8 field - updated to initial use of device. Intuitive surgical, inc. (Isi) receive the first distal set up joint (suj) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs but was not able to reproduce the issue during in-house testing. Upon visual inspection, no issues were found related to the reported event. Fa installed the distal suj onto a golden system where the unit functioned as expected. Tested the distal on a patient side cart fixture test platform (pftp) where it passed all relevant testing. Based on these findings, fa determined that the wrist brake assembly is consistent with the reported event and could be the potential root cause for this issue. Isi received the second distal suj to perform fa. Fa was able to confirm the reported complaint via system logs but was not able to reproduce the issue during in-house testing. Upon visual inspection, no issues were found related to the reported event. Fa installed the distal suj onto a golden system where the unit functioned as expected. Tested the distal on a patient side cart fixture test platform (pftp) where it passed all relevant testing. Based on these findings, fa determined that the wrist brake assembly is consistent with the reported event and could be the potential root cause for this issue. While the definitive root cause could not be established based on fa, the possible cause may be attributed to movement defect pertaining to the wrist brake assembly of the suj.

Event description:
Refer to h11 for follow-up information.